Event description:
Same case as MDR ID# 2134265-2013-06922. It was reported that post a chronic total occluded treatment procedure, vessel perforation was noted. A crossboss catheter was used with a stingray guidewire to treat a total occluded lesion. The procedure went well, however 2 hours post procedure, vessel perforation was noted. The physician treated the perforation with stenting. No further patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).